Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant surgery. During the procedure, the lead was unable to be positioned. The lead was explanted and replaced. Patient was in stable condition and no patient consequences was reported.

Manufacturer narrative:
The reported event of electrode could not hang up in muscle was not confirmed. Analysis was normal. No anomalies were found. Additional information ¿ d10, h2, h3, h6.